Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that inflatable penile prosthesis (ipp) device would not inflate due to a break in the tubing that was causing a fluid loss. The patient underwent a surgical intervention where all components were removed and replaced. No patient complications.